Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. All buttons functioned properly. No button error alarms noted during testing. However, corroded keypad traces were noted during testing. The insulin pump was unable to prime during prime test and motor error alarmed during basic occlusion test due to moisture damage noted in force sensor resistor. Moisture damage was also noted on motor assembly and electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.